Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a endo nasal surgical procedure the bur became black. It was further reported that when the resident surgeon leaned on the bur he/she experienced a small burn on the arm. It was also reported that the degree of the burn was unknown and no treatment of the burn was reported. It was further reported that the procedure was completed successfully with no delays and no adverse consequences to the patient.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a endo nasal surgical procedure the bur became black. It was further reported that when the resident surgeon leaned on the bur he/she experienced a small burn on the arm. It was also reported that the degree of the burn was unknown and no treatment of the burn was reported. It was further reported that the procedure was completed successfully with no delays and no adverse consequences to the patient.